Manufacturer narrative:
Based on technician statement, the device generated technical error during daily inspection of the device. There was no on-site visit by our technician. The device was repaired by third party service. No more detail was provided regarding final repair of the device. Reported technical error is alarm 'breathing fatal persistent memory error', which is implemented in breathing subsystem. It shall be triggered when the breathing subsystem detects that the persistent memory is corrupt and shall be deactivated at restart only. When the breathing subsystem detects that ventilation settings in the persistent memory still is corrupt despite one restart, the breathing subsystem shall be set in a safe condition until power is cycled. Unfortunately the device's logs were not provided for further analysis. As the final solution is unknown, the cause of the issue was not determined.

Event description:
It was reported that the ventilator generated a technical error code indicating an error in the internal memory. There was no patient involvement. Manufacturer's ref. #: (B)(4).